Event description:
Complainant alleged that while attempting to defibrillate a male pt via electrode pads, the device inappropriately displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The customer indicated that subsequent testing identified that the multi-function cable was not fully fastened at the device end. The multifunction cable was resecured and the reported malfunction was resolved. The device is not returning to zoll medical for eval.